Event description:
Customer allegedly has been getting her foot caught in gap between footplate and support tube. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ct7a, (B)(4) is approximately 1 month old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Dealer stated that the consumer has been getting her foot caught in the gap between the foot plate and support tube. The ct7a comes with a 9 1/2" wide footplate and dealer is looking for at least 12". Dealer has been advised that the widest foot plate available is 10 1/2".